Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition; no visible contamination. Event history log (ehl) showed base not responding and syringe plunger not in place. Base not responding was not duplicated during power up process, no problem found. For the reported problem of syringe plunger not in place, it was duplicated during syringe test. The root cause of the issue was deemed to be design-related and is known. Actions were taken to mitigate the reported issues: replaced plunger board, performed power up process, calibrated and device worked normally.

Event description:
It was reported that the pump base not responding and syringe flange not in place. No patient injury was reported.